Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed an error against the universal surgical manipulator (usm2). The customer recovered the error multiple times, but it would not clear. The customer disabled usm2, removed the instruments, and performed a hard power cycle of the patient side cart (psc), however the error would not clear. The customer converted the procedure to laparoscopic. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal set-up joint (psuj) due to the reported error. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the psuj for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.